Manufacturer narrative:
Available information indicates this device remains implanted, pending a replacement procedure. This report will be updated when additional information is received. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. The patient was hospitalized for device replacement. No adverse patient effects were reported. It was later reported that this device was explanted and replaced with a competitor's device. The explanted device was not returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information indicates this device remains implanted, pending a replacement procedure. This report will be updated when additional information is received.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. The patient was hospitalized for device replacement. No adverse patient effects were reported.